Event description:
A customer reported a system message code was received and the footswitch would not respond during a procedure. The system was rebooted but the problem persisted. The system was exchanged to complete the surgery after a 1 1/2 hour delay. There was no pt harm.

Manufacturer narrative:
Investigation including cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).